Event description:
It was reported that a flogard infusion pump presented the low battery alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the low battery alarm, confirming the reported condition. The cause of the low battery alarm was determined to be blown fuse. To correct the condition, the fuse was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.